Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 3mm mesenteric perforation, tilt and stenosis related the inferior vena cava (ivc) filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a 3mm mesenteric perforation , tilt and stenosis related the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Per the implant records the filter was indicated for deep vein thrombosis (dvt) and pulmonary embolism (pe) prophylaxis. The filter was deployed using sterile and seldinger technique using a right femoral approach. The filter was deployed at the level of l2 and was confirmed with fluoroscopy. Approximately fifteen years and eight months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The medical history at that time was noted status post filter placement, blood clots in the legs about seven years post implant, cholecystectomy, and a history of motorcycle accident (pole went through belly). The scan reported the inferior vena cava filter in acceptable position without evidence of abnormal positioning, tilt, or perforation beyond the lumen of the inferior vena cava, post operative cholecystectomy and a benign right renal cyst. However, the radiology report received for review and focusing solely on the ivc filter, reported a 3mm mesenteric perforation, ivc filter tilting with the apex against the wall in addition to ivc stenosis. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting of the filter becoming aware of these events approximately fifteen years and eight months after the filter implantation. The patient further experienced physical pain and anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 3mm mesenteric perforation, tilt and stenosis related the inferior vena cava (ivc) filter. The patient reported becoming aware of perforation of filter struts outside the ivc and tilt approximately fifteen years and eight months post implant. The patient also reported physical pain and anxiety related to the filter. Per the implant records the filter was indicated for deep vein thrombosis (dvt) and at risk for pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed at the level of l2 and was confirmed with fluoroscopy. Approximately fifteen years and eight months post implant a computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. The medical history at that time was noted status post filter placement, blood clots in the legs about seven years post implant, cholecystectomy, and a history of motorcycle accident (pole went through belly). The scan reported the inferior vena cava filter in acceptable position without evidence of abnormal positioning, tilt, or perforation beyond the lumen of the inferior vena cava, post operative cholecystectomy and a benign right renal cyst. The images were submitted for additional review approximately seven months after the exam. The reviewer focused solely on the filter and noted a 3mm mesenteric perforation, tilt with the apex against the wall and ivc stenosis. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or history. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.